Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: pump was returned with an inoperable keypad. Keypad was torn at the up arrow button. The keypad cover was removed and contamination was observed on button contacts. Unrelated to the original complaint, the bolus button cover was missing making further testing impossible. In addition, the display was noted to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the up, down, and ok buttons were underresponsive. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.